Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The device was manufactured in 2010.a review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.

Event description:
It was reported that during surgery the instrument broke. No injury reported.